Event description:
A piece of the balloon dissection cannula detached. After the device has been removed from the incision site, the surgeon noticed a piece of the unit that had detached and fallen inside that pt. The piece was described as a 'ring." The incision had to be enlarged approx 1" to retrieve the piece. The pt was last reported in good condition and no other serious complications were reported.